Event description:
Rep reported that the perforator either plunged and/ or the end came out of the driver during use, which caused the perforator to become stuck in the skull. It is not clear what event took place. Drias a result a craniotomy was performed to remove the drill from the skull.

Manufacturer narrative:
In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
The customer reported "I have two perforators (part # 261221) that failed during use here at mgh. I would like to have them send back to j&j for qa and to receive a follow report as to what was found". It was reported that one perforator plunged and the other fell out of the stryker driver ((B)(4)). (B)(6) requested that rep acquire more details regarding incident on (B)(6) 2012. Further conversation with rep indicated that there is a total of 4 perforators, 2 are not recoverable and will not be returned for evaluation. Rep will get clarification regarding - were all 4 perforators used on 1 patient or were there 4 different patients involved (1 perforator per patient?. Further information from rep indicated that this complaint involved 4 separate patients (3 other complaints were open). On (B)(6) in a conversation with the rep he asked when reporting the complaint to word it as such that either plunging and or the end came out of the driver. It is not clear what event took place. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the cutting edges were damaged. These parts exhibit visual evidence that both devices likely came in contact with a hard object to cause the amount of damage seen on the cutting edges. When tested, the drills passed the functional test. There were no issues noted on the drill with engagement and/or disengagement when functionally tested in the controlled room utilizing the codman 1,000 rpm air driver. All production testing and record review for these finished good lots were found to meet the specified requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.